Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 350 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg level. The customer delivered a correction bolus via the pump to stabilize bg level.